Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('infection (other) describe: pelvic inflammation disorder') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (ess205) (batch no. 624473) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included loop electrosurgical excision procedure in (B)(6) 2005, pap smear abnormal in (B)(6) 2005 and dysplasia. Previously administered products included for an unreported indication: depo-provera from 2002 to 2005. Concurrent conditions included dysmenorrhea. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2007 to (B)(6) 2007. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2008, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdomen pain") and pain in extremity ("legs pain"). In (B)(6) 2009, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), depression ("depression") and anxiety ("anxiety"). On an unknown date, the patient experienced panic attack ("painc attacks"), menstrual disorder ("menstruation abnormal") and urinary tract infection ("uti"). The patient was treated with antibiotics, ibuprofen, oxycodone and sertraline hydrochloride (zoloft). Essure (ess205) treatment was not changed. At the time of the report, the pelvic inflammatory disease, genital haemorrhage, depression, anxiety, migraine, headache, abdominal pain, pain in extremity, panic attack, menstrual disorder and urinary tract infection outcome was unknown. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage, headache, menstrual disorder, migraine, pain in extremity, panic attack, pelvic inflammatory disease and urinary tract infection to be related to essure (ess205). The reporter commented: discrepancy noted as per insertion details: insertion date of essure: (B)(6) 2007. Approximately 3 coils were visualized in each tubal ostia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2007: result: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet received. Events: panic attacks, menstruation abnormal, uti were added. Lot number was added. Concomitant drug was added. Fu 3& 4 processed together. On (B)(6) 2019: no new clinical information was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('infection (other) describe: pelvic inflamation disorder') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (ess205) (batch no. 624473) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included loop electrosurgical excision procedure in (B)(6) 2005, pap smear abnormal in (B)(6) 2005 and dysplasia. Previously administered products included for an unreported indication: depo-provera from 2002 to 2005. Concurrent conditions included dysmenorrhea. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2007 to (B)(6) 2007. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2008, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdomen pain") and pain in extremity ("legs pain"). In (B)(6) 2009, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), depression ("depression") and anxiety ("anxiety"). On an unknown date, the patient experienced panic attack ("painc attacks"), menstrual disorder ("menstruation abnormal") and urinary tract infection ("uti"). The patient was treated with antibiotics, ibuprofen, oxycodone and sertraline hydrochloride (zoloft). Essure (ess205) treatment was not changed. At the time of the report, the pelvic inflammatory disease, genital haemorrhage, depression, anxiety, migraine, headache, abdominal pain, pain in extremity, panic attack, menstrual disorder and urinary tract infection outcome was unknown. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage, headache, menstrual disorder, migraine, pain in extremity, panic attack, pelvic inflammatory disease and urinary tract infection to be related to essure (ess205). The reporter commented: discrepancy noted as per insertion details: insertion date of essure: (B)(6) 2007. Approximately 3 coils were visualized in each tubal ostia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2007: result: total bilateral occlusion. Lot number: 624473 manufacture date: 2007-04 expiration date: 2009-03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-oct-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('infection (other) describe: pelvic inflammation disorder') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included loop electrosurgical excision procedure in (B)(6) 2005, pap smear abnormal in (B)(6) 2005 and dysplasia. Previously administered products included for an unreported indication: depo-provera from 2002 to 2005. Concurrent conditions included dysmenorrhea. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2008, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdomen pain") and pain in extremity ("legs pain"). In (B)(6) 2009, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), depression ("depression") and anxiety ("anxiety"). The patient was treated with antibiotics, ibuprofen, oxycodone and sertraline hydrochloride (zoloft). Essure (ess205) treatment was not changed. At the time of the report, the pelvic inflammatory disease, genital haemorrhage, depression, anxiety, migraine, headache, abdominal pain and pain in extremity outcome was unknown. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage, headache, migraine, pain in extremity and pelvic inflammatory disease to be related to essure (ess205). The reporter commented: discrepancy noted as per insertion details: insertion date of essure: (B)(6) 2007. Approximately 3 coils were visualized in each tubal ostia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2007: result: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jun-2019: plaintiff fact sheet and medical record received. Event injury nos was replaced by the new events: abnormal bleeding (general), infection (other) describe: pelvic/pelvic inflammation disorder, psychological or psychiatric problems condition: depression, anxiety, migraines, headaches, abdominal pain, legs pain were added. Lab data was added. Concomitant and historical conditions were added. Historical and treatment drugs were added. Case became incident. Reporter's information was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.